Event description:
Doctor ordered 3 guides for one pt, (three guide surgery technique). For the third guide, an anchor pin master sleeve did not align with the other 2 guides. Doctor also suspects drilling trajectory may have hit the pt's nerve (but pt did not develop paresthesia).